Manufacturer narrative:
(B)(4).

Event description:
It was reported that numerous episodes of non-sustained rv oversensing due to post-paced t wave oversensing were observed via remote transmission. No patient symptoms were reported. Programming changes were recommended. The patient will continue to be monitored.